Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose and went to the hospital for therapy on unknown date. Blood glucose level at the time of the incident was up to 350 mg/dl which was treated with manual injection. Customer stated insulin pump was not working. Customer was not able to take therapy because they felt very sick and heartbeat was too high and high blood glucose. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature information was unknown. Customers last blood glucose reading was 174 mg/dl. The insulin pump will not be returned for analysis.